Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increases in pace impedance measurements on both the right atrial (ra) and right ventricular (rv) leads but the measurements were noted to still be within the specification limits. It was also noted that the rv lead sensing is good, but the rv threshold has increased from 1.3 volts one year ago to 3 volts currently. In addition, there have not been any ventricular events that exhibit noise but there have been more than 5,000 atrial tachy response (atr) episodes recorded. The most recent electrograms (egms) all exhibit respiratory rate trend (rrt) signal noise on the ra lead which is being oversensed by the device. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the lead impedance trend does not indicate lead fracture and provided requested guidance on programming changes to increase the duration setting in one zone from 10 to 15 seconds, program off the rrt sensor and change the mode to a ventricular-only pacing and sensing mode with a lower rate limit (lrl) of 40 beats per minute. The hcp indicated they will continue to monitor the patient as the sensing and pacing are working and patient is not pace therapy depended as they never received ra or rv pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).